Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 47 mg/dl. The customer requested assistance with his sensor glucose reading versus his actual blood glucose. The customer refused to provide any detail on the event. The customer stated that his glucose level is 135 mg/dl at the time, but it is climbing. Troubleshooting was declined as customer will call back if it's needed. No additional information was provided.